Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was explanted and replaced restoring therapy.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Physician electively choose to replace the ipg for the patient to get MRI capabilities. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.